Event description:
It was reported that patient underwent surgery to implant ankle arthrodesis nail in 2002. Subsequently, fixation screws fractured. Patient returned to surgery in 2006, for above right knee amputation.

Manufacturer narrative:
Current informaton is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.